Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a bolus for 20 units of insulin instead of the intended 20 grams of carbohydrates. Reportedly, the customer had accidentally turned the carbohydrates feature off. Blood glucose level was 350 mg/dl, and to prevent an adverse event the customer consumed more carbohydrates. Tandem technical support assisted the customer on turning the carbohydrates settings to "on".